Event description:
Metronic neonatal shunt placed (B)(6) 2025. On (B)(6) 2026, the snap-on part of the shunt was completely dislodged from the catheter. The shunt was repaired by the surgeon. Csf later grew bacterial infection which resolved. On (B)(6) 2026, patient presented again with shunt catheter disconnected. The shunt was removed and externalized shunt was placed for treatment of infection.